Event description:
It was reported there was coupling and or communication issues. Use of antenna locate resulted in a power on reset (por) being displayed on the recharger which then lead to normal recharging screen.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3550-39, lot# n288197, implanted: (B)(6) 2011, product type: accessory.